Event description:
The customer reported the system displayed an overload fault, which would cause the system to shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned and regreased the high voltage connectors. The system operates as intended.